Event description:
Tip of loose needle broke while suturing the wound. Two pieces of the needle were recovered. X-ray revealed a very small retained foreign body in the foot. Clinical decision was made not to remove the speck sized foreign body.